Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be kink inlet tube/ no air vent/ design issue. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "22) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] 25) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing." The device was not returned.

Event description:
It was reported that urine mixed with blood stayed in the inlet tube and did not flow on the day of use.